Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that all buttons were responsive with the exception of up arrow button; the up arrow button was under-responsive. The keypad cover was removed and contamination was observed around all contacts. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow keypad button was intermittently unresponsive and required multiple button presses to elicit a response. Reportedly, the contrast button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.